Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: during a laparoscopic gallbladder procedure, the applicator malfunctioned. The issue has already been reported to the manufacturer as a medical device safety incident. The clips failed to eject from the applicator more than half the time. The applicator had to be replaced. No clinical impact. Additional information received from applied medical representative via email on 01apr26: no clip loaded in the jaws; it was pressed but no clip was delivered despite applying pressure to advance it. During the second loading; the first had been tested off-site. Yes, it occurred several times in a row with the same forceps, which is why the equipment was subsequently changed. It happened 4¿5 times in a row. Not visible, if the clip was loaded and visible between the jaws of the device, was it correctly positioned. Not manually removed, because no clip was loaded. The clip removed from the jaws by shaking the forceps to make it fall out. There was no resistance. Intervention: another clamp was taken. The defective clamp was set aside, and an internal report was filed. Patient status: no patient injury or illness reported.